Manufacturer narrative:
Correction: added 4610 to h6. Csi ID: (B)(4).

Manufacturer narrative:
The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Cs ID: (B)(4).

Event description:
The target lesion was in the superficial femoral artery (sfa). The viperwire advance peripheral guide wire was advanced to the lesion but only made it to the distal iliac artery when the tip of the wire unraveled 5-10mm outside the guiding sheath. The viperwire had not met resistance, and the tip fell off immediately after exiting the sheath. The fractured component was snared, and nothing was left in vivo. The procedure was aborted. The patient was in stable condition.